Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw. A set screw with a rounded socket and the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, when the set screw was being tightened to connect the right atrial (ra) lead with the implantable pulse generator (ipg), the torque wrench stopped producing the clicking sound. Thus, the physician loosened the set screw, but as it was rotated too much, the set screw came off of the grommet. It was noted the physician "suspected an anomaly of the set screw" and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.